Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6) 2010. There were no complications during the procedure. According to the complainant, the patient experienced a recurrent cystocele, recurrent stress urinary incontinence, recurrent urinary tract infections, right buttock pain and dyspareunia post procedure. The exact nature and date of onset are unknown. All other information is unknown and reportedly unavailable.